Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. There was no manufacturing anomalies identified, or changes which may have caused or contributed to the reported event. Investigation summary: the returned catheter sample was investigated. The safety slider was found partially activated, the deployment mechanism was found actively used, and a force transmitting component was found broken. In the mid section of the delivery system an inner component was found fractured. The condition of the sample did not match the event description and additional information provided according to which the stent could be released and according to which a force increase was not felt. A reproduction of the reported event was not possible; the investigation was closed with inconclusive results. Based on the available information and evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling it was found that the IFU sufficiently address this potential risk. The IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' The IFU further states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' In regards to balloon pre dilation, the IFU states: 'predilation of the lesion should be performed using standard techniques.'

Event description:
It was reported that during advancement over the guidewire to the right sfa via a contralateral approach alleged resistance was felt, and a pop sound was felt as if the system came loose from the handle grip. Reportedly, the tracking vessel was calcified and the lesion was not pre dilated. The stent could be deployed without excessive force and the system could be withdrawn without difficulty. Reportedly, another stent delivery system was used to continue the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement over the guidewire to the right sfa via a contralateral approach alleged resistance was felt, and the stent allegedly prematurely deployed. Therefore no further treatment was provided. There was no reported patient injury.